Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their recharger would not make a connection with their implantable neurostimulator (ins) and continuously displayed the 'reposition antenna' screen. The 'reposition antenna' screen persisted regardless of how many times they repositioned the recharger antenna. No damage was found. The patient mentioned that they reset the recharger hoping that it would resolve the issue. However, the 'reposition antenna' screen continued to appear on the screen. They could not confirm the last time they charged their ins, and mentioned that they had forgotten to charge it this past month due to personal matters that is unrelated to device or therapy. The patient used their patient programmer to see if it would communicate with the ins, but it kept showing the 'position antenna' or 'poor communication' screen. It was reviewed that the ins was potentially overdischarged because neither the recharger nor the patient programmer would communicate with the ins. The patient mentioned that they have an appointment next month with their doctor and manufacturer representative (rep). No patient symptoms were reported.